Event description:
Same as MFR# 6000093-2005-01121, 6000093-2005-01112. It was reported that 46 days after a coronary drug eluting stenting treatment procedure, the pt went into cardiac arrest and expired. In 2005 the pt presented to the cath lab and had a taxus express2 8.8% 2.50 x 12 mm drug eluting stent deployed at 16 atms in the distal circumflex (cx). The physician then placed another taxus express2 8.8% 2.75 x 28 mm drug eluting stent at 16 atms in the proximal circumflex (cx). A third taxus express2 8.8% 3.50 x 20 mm drug eluting stent was deployed at 16 atms in the left anterior descending artery (lad). The procedure was successfully completed and the physician was satisfied with the results. Forth six days later the pt returned to the emergency room while in cardiac arrest and expired before reaching the cardiac cath lab. It is noted the pt was not taking his plavix and no autospy will be performed.